Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that the lead safety switch was triggered in (B)(6) 2018. The patient was going to be seen to undergo provocation testing and deactivation of the lead safety switch. A review by boston scientific technical services (ts) was requested. Ts noted that out of range pace impedance measurements were noted when it comes to this device and right ventricular lead. Ts noted no noise was seen in the stored device data. Ts further discussed options to optimize setting for this case after bringing the patient in for follow up. At this time no information regarding the patient follow up was provided. Additional information noted that the patient was seen at the clinic and no further lead impedance issues were noted. The leads were reprogrammed unipolar pace and bipolar sense configuration. The system remains implanted.